Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead that had been implanted for more than ten years was surgically abandoned due to impedance issues and high pacing thresholds. No additional adverse patient effects were reported.